Manufacturer narrative:
The fsr observed the red level sensor to fail to detect air during release/verification testing. As a result, he replaced the level sensor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the level sensor failed to detect air. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found that the sensor would pass the 'alert' and 'alarm' test when using a thin wall test fixture. When the sensor was applied to a thick wall test fixture the level sensor failed all testing. The pst identified the end of the sensor was flat when it should be concave. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.